Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The device did not have the 10 joule safety margin energy to defibrillate. A new device was implanted. No patient complications have been reported as a result of this event.